Manufacturer narrative:
Continuation of d10: product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2017; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-aug-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal clonidine, dilaudid, and bupivacaine (unknown concentrations and doses) via an implanted pump for an unknown indication for use. It was reported that the patient was experiencing withdrawal symptoms after they were discharged following pump replacement. During the call, the hcp delivered a therapeutic bolus. Logs and programming were confirmed and it was all normal. Additional information was received from a healthcare provider via a company representative (rep) stated that the pump was replaced due to normal battery depletion. Action/interventions: they replaced the pump connector and performed dye study in the operation room to confirm the catheter was working. The catheter could not aspirate and failed dye study.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2017 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the inability to aspirate the catheter was that it was possibly kinked behind the pump. The pump connector was removed and cerebrospinal fluid (csf) flow was observed. The pump connector was explanted and discarded by the hospital, but the rest of the catheter remained implanted and in use.